Event description:
Customer reported the transmitter was not charging. Customer's blood glucose was 83 mg/dl. Customer called back after receiving new charger and test plug for transmitter and the device is still not charging. Transmitter light initially is green and then turns red. Light doesn't turn back green even when left on charger for a long period of time. Led does not blink when removed. No further information reported.

Manufacturer narrative:
Unable to charge due to battery depleted. Unable to perform the functional test due to charge anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.